Event description:
It was reported that the black lead screw of the mobile power unit was damaged. The controller had difficulty connecting to the mobile power unit due to this issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the mobile power unit patient cable black connector was confirmed via visual analysis. The heartmate mobile power unit (serial #: (B)(6) was serviced on 07apr2022 at the abbott european distribution center (edc) and no log files were submitted. The mobile power unit was tested and passed all stages of testing with no issues. The patient cable was replaced, and preventative maintenance was performed. The device was placed in the abbott rental pool after servicing. The root cause of the reported damage was unable to be determined in this analysis. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.